Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
This medically confirmed report was received from a hospital on (B)(6) 2011. A male patient was administered 92mls of optiray 300 intravenously from a 100ml prefilled optiray syringe 300 for a urogram on (B)(6) 2011. Injection protocol: injection protocol 3mls/second for 5ml test injection followed by 3mls/second for 92ml. IV site right acf. IV access device b. Braun 20g, needleless device sendal ref tips. After the injection, a small volume of air detected, 2 to 3mls was detected in the right ventricle(rv). No pre-contrast scan, therefore, customer was unable to confirm if air resulted from contrast media injection. Injector did not give any error codes. No complications due to the air injection were reported and no medical intervention was required. The patient completely recovered. The hospital discharge was not delayed and the patient went home on (B)(6) 2011.